Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 622c81. E1: unk reporter. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards, with a battery pack, and with a gst60w reload loaded on the device. The reload was received fully fired with some b-form staples on the reload deck. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 622c81, and no non-conformances related to the reported complaint condition were identified.

Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint. No information or patient harm was reported.